Event description:
Aunt wishes to report that the cotton swab portion of the product purchased, fell off into niece's ear. The swab was too far down the canal for her to take out with tweezers, they sought help first from the health department. And, later they were able to have the cotton tip removed at the doctor's office, when the state department told them that they couldn't remove it. She states that they couldn't afford an emergency department visit. According to a letter received by the aunt from the manufacturer, the cotton portion of the swab is manufactured within the us. She assumes that the stick portion is what is manufactured in another country. Aunt contacted the us office and filed a claim. The manufacturer has requested return of the product to them, and that they said that they would send a replacement. Aunt states that all they need to do is take the product from the shelf at the store to see for themselves. She states that the product is cheaply made and falling apart. It needs to be removed from the shelf, before someone gets seriously hurt.